Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020 the patient underwent the revision surgery. The surgeon used the same plate and inserted the screws. He used additional wires because he was concerned about the distal fixation. The revision surgery was completed successfully. On (B)(6) 2020, x-rays were taken and showed that the plate had broken. The surgeon followed up the patient because the bone union was processing. This complaint is linked to (B)(4), which captures the second post-op event which involved the broken plate.

Manufacturer narrative:
Only event year is known: 2020. This report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that post op, two (2) locking screws broke at the distal holes, and one (1) cortex screw had backed out. On (B)(6) 2020 an open reduction internal fixation (orif) surgery was performed for proximal humeral fractures. There were no notable issues with the patient for two (2) weeks post-op, but by week three (3) the surgeon confirmed that the broken screws, and one backed out screw. The remedial operation was performed successfully on (B)(6) 2020. Concomitant devices reported: philos plate (product number 441.901s, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screws: cortex.. This is report 3 of 3 for (B)(4).